Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5554, implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead had high capture threshold, the pace/sense impedance was low, the lead was undersensing, and no capture was noted. These issues were noted upon interrogation during a routine device replacement and the physician stated the patient was lost to follow-up. Based on the lead trend data, the impedance and threshold had been outside normal limits for the duration of implant and the physician suspected the lead was damaged some time ago. The lead was capped and replaced. No patient complications have been reported as a result of this event.